Manufacturer narrative:
Result = the complete manufacturing and material records for the subject valve will be retrieved and reviewed by quality control at sorin group (B)(4). The device will be evaluated, if returned to the manufacturer. Unknown if device is available.

Manufacturer narrative:
The manufacturing and material records for this carbomedics carboseal valsalva were pulled and reviewed by quality control at sorin group (B)(4). The results confirmed that this ascending aortic prosthesis satisfied all material, visual and performance standards required for a size 29 carbomedics carboseal valsalva at the time of manufacture and release as the device was not returned for evaluation, our investigation was limited to a review of the device history record for this device.

Event description:
The manufacturer was notified on (B)(6) 2015 of the following event that occurred last (B)(6)2015: that 8 hours after the implantation of a carbomedics carbo seal valsalva, the patient woke up and was extubated. After four (4) hours hemodynamical functions went down. Ppe was started and all inotropical medications, also performed angiography; and found out that left main was thrombotic as well as wall of conduit was thrombotic. Patient went to vt and they start with ECMO treatment. After two (2) hours the patient died. From obduction findings was: massive thrombosis inside of conduit as well as coronaries.